Event description:
It was reported while performing a ventricular tachycardia (vt) ablation procedure the pt developed a pericardial effusion requiring a pericardiocentesis. Transseptal puncture was performed using a sjm brk transseptal needle (model 407200) and a non-sjm introducer sheath under fluoroscopic pressure guidance. A 5000 u of heparin was given and further bolus heparin was given throughout the procedure to keep the act level at 250-300. The vt was then induced and terminated. The non-sjm sheath was exchanged for an agilis large curl introducer. The left ventricle was mapped using a non-sjm ablation catheter. During catheter manipulation, a second vt was induced and terminated with rf application. Further rf applications were performed and approx 2 hours after transseptal puncture, the pt's blood pressure dropped and the heart borders did not appear to move well. The transseptal catheter and sheath were pulled back, protamine was administered and emergent pericardiocentesis was performed. The 290 cc of blood was removed from the pericardium and the blood pressure recovered. The pt's current status is listed as stable with pericardial pain being treated with ibuprofen.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.